Manufacturer narrative:
Additional information received via clinical study database indicated that no definite bleeding source was found on admission, though patient noted that 5 days prior to presentation on (B)(6) 2016, patient went to an outside emergency room (ER) with epistaxis. According to the patient, this bleeding was controlled with nasal packing but no cautery. The patient was administered two units of packed red blood cells (prbcs) and normal saline on (B)(6) 2016, after which mean arterial pressures (maps) improved and remained at low-normal levels for the rest of admission. Gastroenterology (gi) assessed the patient and performed an esophagogastroduodenoscopy (egd) several days after admission but found no clear bleeding source. Ear, nose and throat (ent) specialist also evaluated the patient and found several areas of bleeding. They packed the nose and prescribed oxymetazoline twice daily to prevent recurrences of bleeding. No further epistaxis was noted, though the patient's hemoglobin did drift downward, necessitating an additional transfusion on (B)(6) 2016. The patient was found to have some oozing in nose, so heparin drip was stopped a few days prior to discharge. Hemoglobin was stable for several days by the time of discharge. The patient was discharged with prescription for oxymetazoline twice daily and nasal saline to keep nose hydrated. The primary investigator reported that the event was related patient condition and unrelated to the device and implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient presented to the hospital with epistaxis. A procedure was provided as intervention. The event resolved on (B)(6) 2016. The event was considered resolved. No further information was provided.